Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic sphincterotomy (est) procedure performed on (B)(6) 2018. According to the complainant, during preparation after unpacking, it was noticed that the pull wire on the handle was broken. Reportedly, the endoscope was already inserted into the site when the issue was noticed. The procedure was completed with a second microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed that the cutting wire was kinked and broken at the handle section. There were no others defects noted. The complaint was consistent with the reported event of cutting wire broke. It is the most likely that during the unpacking or preparation the device could have been damaged due to excessive manipulation of the product by the user. Most likely the kink in the cutting wire caused the cutting wire to break when the handle was actuated. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic sphincterotomy (est) procedure performed on (B)(6) 2018. According to the complainant, during preparation after unpacking, it was noticed that the pull wire on the handle was broken. Reportedly, the endoscope was already inserted into the site when the issue was noticed. The procedure was completed with a second microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.